Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received no delivery alarm and had given too much insulin on multiple occasions. Customer reported that insulin pump rejected new batteries and insulin pump was noisier when rewinding and sometimes insulin leaked inside of the insulin pump and also battery life was down to a week to ten days. No harm requiring medical intervention was reported. The insulin pump and other device will not be returned for analysis.